Event description:
It was reported that the patient was in for a routine refill. The pump was interrogated and the health care provider (hcp) received an attention dialog box noting ¿pump memory error, pa data is invalid.¿ the hcp updated the patient pump without any changes, the pump was re-interrogated, and the pme was resolved. The residual volume was 3.5 milliliters, the pa was disabled, and the elective replacement indicator showed 69 months. The application card used was aar. This device system delivered clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l35838, implanted: (B)(6) 1995, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).